Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd discardit¿ ii syringe broke during use which caused leakage and blood exposure. However, no patient impact was reported. The following information was provided by the initial reporter: phlebotomist was using discardit 10ml syringe for blood collection and barrel of the syringe was broken while collection. Exposure to blood/bodily fluid? Yes. Are the patient and phlebotomist fine? Any adverse event caused by the exposure? Yes, both are fine and there was no adverse event caused due to exposure.

Event description:
It was reported that the barrel of a bd discardit¿ ii syringe broke during use which caused leakage and blood exposure. However, no patient impact was reported. The following information was provided by the initial reporter: phlebotomist was using discardit 10ml syringe for blood collection and barrel of the syringe was broken while collection. Exposure to blood/bodily fluid? Yes. Are the patient and phlebotomist fine? Any adverse event caused by the exposure? Yes, both are fine and there was no adverse event caused due to exposure.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309110 and lot number 2012501. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples did not show any signs of damage. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product an automatically rejects any broken parts identified. It is possible that the product was damaged during the primary packaging process due to a clog in the syringe feeder; however, this cannot be confirmed with the limited investigation results. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.